Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were intermittently unresponsive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/11/2014. Device evaluation:the device has been returned and evaluated by product analysis on 02/21/2014 with the following findings: the keypad was found to be intact; no peeling was observed. The complaint of keypad buttons¿ intermittent response was not duplicated. All of the keypad buttons responded appropriately during testing. The keypad was removed and contamination was found on all of the key contacts. Unrelated to the complaint, evaluation revealed a dim, discolored display screen with fading lettering. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.